Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient's annulus was measured at 76.2mm with elliptical shaped annulus and heavily calcified. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 23mm, non-abbott balloon. During the procedure, the valve was able to be deployed at a depth of approximately 3mm on the non-coronary cusp (ncc). Post-implant, the valve popped up above the annulus and the valve was snared up into the ascending aorta. The physician mentioned the cause of migration was elliptical shaped annular anatomy. A new 27mm, navitor vision valve was able to be implanted successfully at a depth of approximately 3mm. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was discharged in a stable heath condition.

Manufacturer narrative:
It was reported that post navitor implant the valve migrated above the annulus and the valve was snared up into the ascending aorta. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of device migration could not be conclusively determined. The medical and surgical intervention are due to snaring of migrated device to ascending aorta and valve-in-valve implant. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Field indicated that the migrated valve was snared into ascending aorta. Please note that per the instructions for use, "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."